Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they are unable to exit while preparing to prime loop. The customer¿s blood glucose level was unknown. The customer also stated that they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery tests. The pump primed properly. No unexpected prime/fill anomalies or excessive no delivery alarms noted during testing.